Event description:
The customer reported that an attempt was made to use a prolumen device to declot a graft. The physician advanced the prolumen device into the pt's graft to the point where he wanted to start operating the device. The physician unsheathed the tip, and pressed down on the power button to begin declotting the graft. After just a few revolutions of the device tip, approximately 2 cm of the tip broke off in the graft. A snare was used to retrieve the broken portion of the tip. No pt complications were reported.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of product evaluation.